Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified mid right coronary artery. On the second inflation the 3.25x8mm quantum maverick monorail balloon catheter ruptured at 18 atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is good with no complications reported.

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Contrast and blood was present in the balloon and distal outer. A longitudinal tear was confirmed in the balloon wall located on the distal edge of the proximal markerband to .05 centimeters toward the proximal weld. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, the performance specifications. The most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.